Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use, during initial drain. The tsr explained the alarms and the caregiver (cg) stated the hp had pressed go and started the initial drain without being connected then the hp connected and received a 2240 alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient's nurse on (B)(6) 2011 in regards to a system error 2240 alarm and they said they were not aware of the alarm and they would follow up with the patient the next time they see them. They said the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient not connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.